Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, serial# unknown, product type: accessory. (B)(4). Analysis reveal stimulator serial number (B)(4) setscrew backed out too far. During analysis the setscrew was able to be tightened onto a known good lead with the return wrench.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reports while the healthcare provider was trying to connect the stimulator to the lead, he was not able to tighten the setscrew. The torque wrench would click but the screw did not tighten at all on the lead. The lead would pull right out of the stimulator. Three different torque wrenches were tried and none of them would tighten the set screw. He was not able to loosen the set screw either. It seemed to be jammed. A new stimulator was opened and it worked perfectly. Healthcare provider mentioned to me that the newly opened stimulator felt as it should while he tightened the set screw.

Event description:
It was reported that the stimulator had setscrew problems (it was noted as implanted and explanted on reported event date). The torque wrench would click but would not advance the setscrew. Could not loosen set screw either. Opened new stimulator that worked perfectly.

Event description:
Additional information received reports the representative first became aware of this event on (B)(6) 2014. The representative also reported this event on (B)(6) 2014. It was noted no injury. Patient was receiving effective therapy with the use of a second ins (stimulator).